Event description:
As reported by the user facility: placed 18g long braun IV with ultrasound machine. After accessing the vessel blood began pouring out of the catheter, there was no cap on the end of it. Needle and packaging saved and given to spd. Blood stopper was missing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used cannula hub of introcan safety fep 18g,1.3x64mm -us was submitted to the manufacturer for evaluation. The capillary hub and protective cap were not returned for investigation. Because the capillary hub was not returned, a leakage test could not be performed. Through visual examination, the sample did not have the blood stopper. However, from the bottom view of the cannula hub, the sample received had fine line marks at the bottom side of the cannula hub area. These marks are evidence that the unit had been assembled with the blood stopper. A fresh reserved sample was taken before assembling with a blood stopper showed no fine lines. The simulated sample was assembled with a blood stopper and removed; the results showed a fine line mark was present. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, a fine line mark at the inner bottom side of the cannula hub area was evidence from the manufacturing process that the product had been assembled with the blood stopper. The manufacturing processes were reviewed, and no abnormalities were observed for the complaint batch. Based on these findings, the reported defect is not confirmed to be a manufacturing issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.